Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
On 07/17/2015 a medtronic representative, following-up at the site, confirmed points were not traced posteriorly. Recommended tracing posterior points. Also noticed some points were stored under surface. Recommended tracing with less pressure. On 07/27/2015 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate tracer registration. Software is functioning as designed. Use error. On 08/05/2015 a medtronic representative, following-up at the site, reported discussed with surgeon a better tracer pattern for next time and making sure they trace the posterior aspect of the head, as well as, the face.

Event description:
A medtronic representative reported that, while in a cranial procedure, tracer registration was accurate on the face, however, when the surgeon went to place the shunt, did not hit the ventricle. In trouble-shooting, the surgeon attempted to place the shunt several times, however, did not hit the ventricle as the navigation system showed. Surgeon opted to place the shunt without navigation and was successful. It was noted that the surgeon only collected tracer points on the face. There was no impact on patient outcome.